Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to hospital for low blood glucose event and the blood glucose became high due to he suspended the insulin pump and drank a high carb fruit drink to bring his blood glucose up prior to going to emergency room and that is why he had a high blood glucose level. Customer¿s blood glucose level was 450 mg/dl at the time of incident and the current blood glucose value was 275 mg/dl. Insulin delivery was not suspended due to sensor glucose versus blood glucose difference. The insulin pump will not be returned for analysis.